Manufacturer narrative:
Report required by FDA for eua investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(4) (3014862188-2021-00003,4,5: tests 2,3,4 of 4). This is a retrospective report due to challenges implementing esg.

Event description:
User reported 4 false positive results. Negative pcr. This is report 1 of 4.